Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer repaired the system by replacing the control panel articulating arm and the system has been returned to use. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date or supplemental aware date. The information can be found in the g3 field containing the 'date received by mfg', 07/23/2024.

Manufacturer narrative:
Sending supplemental report to populate become aware date in the 'date received by manufacturer' field for the initial report received by FDA on july 11, 2024. This date was inadvertently left blank.

Manufacturer narrative:
A philips service engineer replaced the control panel arm assembly to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.